Event description:
It was reported that the patient stated that an industrial magnet came across their chest at school and they feel their implantable cardiac monitor (icm) may have moved. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.